Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib), the product did not irrigate when the catheter was inside. The case was completed without any patient consequence. However, the customer concerned that this lack of irrigation might lead to creation of clots in sleeve end, and is dangerous to the patient. Multiple attempts were done to request for further details of event. However no additional information has been provided.